Event description:
It was reported that a fresenius 2008t machine powered down approximately 40 minutes after the initiation of the patient¿s hemodialysis (hd) treatment and the patient¿s blood could not be returned. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was transferred to a different machine where treatment was successfully completed with the same supplies (non-fresenius brand). The patient¿s estimated blood loss (ebl) was approximately 250 ml. The biomedical technician (biomed) indicated upon initial reporting that blood was rising to the venous port on the level detector module. The external transducer protector was not fully screwed in and broke off in the luer connector when attempting to screw in the part completely. The biomed stated during followup that the luer connector was replaced to resolve the reported issue. The machine passed functional testing and has been returned to service. The original part has been discarded and is not available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer was able to determine a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Manufacturer narrative:
Correction: b5 (addition of second sentence stating that fa is the person who provided additional information regarding the event).

Event description:
It was reported that a fresenius 2008t machine powered down approximately 40 minutes after the initiation of the patient¿s hemodialysis (hd) treatment and the patient¿s blood could not be returned. The facility administrator (fa) provided additional information during followup. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was transferred to a different machine where treatment was successfully completed with the same supplies (non-fresenius brand). The patient¿s estimated blood loss (ebl) was approximately 250 ml. The biomedical technician (biomed) indicated upon initial reporting that blood was rising to the venous port on the level detector module. The external transducer protector was not fully screwed in and broke off in the luer connector when attempting to screw in the part completely. The biomed stated during followup that the luer connector was replaced to resolve the reported issue. The machine passed functional testing and has been returned to service. The original part has been discarded and is not available to be returned to the manufacturer for a physical evaluation.